Event description:
It was reported that an attempt was being made to wirelessly program the cardiac resynchronization therapy defibrillator (crt-d) with the programmer as the patient was leaving the room. The programming change may not have gone through due to the patient being too far away from the programmer. The programmer did not sound an acknowledgment tone. The programmer operator attempted to undo the pending change and was met with question marks on the programmer. The patient was not re-interrogated as they had already left. The crt-d remains in use. The status of the programmer is unknown. No patient complications have been reported as a result of this event.